Manufacturer narrative:
B3: event date was asked but is not known. D10. Section d references the main component of the system. Other medical products in use during the event include:  brand name: indura, product ID: 8709sc, serial #: (B)(6), product type: 0184-catheter, implant date: (B)(6) 2010, explant date: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen (2000 mcg/ml at 216.7 mcg/day) via an implantable pump for unknown indications. It was reported that the hcp identified a catheter kink. The rep stated that multiple attempts were made to gain better flow through the catheter by unkinking it, and several attempts were made to aspirate the catheter that were ultimately unsuccessful. The hcp placed a new catheter and the old catheter was ligated. The issue was resolved at the time of this report.